Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed and the (B)(6) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shied separation from the barrel, which was discovered before use."

Event description:
It was reported that a syringe 0.3ml 30ga 8mm 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported about needle/shied separation from the barrel, which was discovered before use."

Manufacturer narrative:
H.6. Investigation: no samples were returned therefore the investigation was performed based on the photos provided. Two photos of 1 loose 0.3ml bd insulin syringe were provided. The customer reported about needle/shield separation from the barrel, which was discovered before use. The photos were examined, and it was observed that the needle hub/shield assembly was separated from the barrel. No damage to the barrel tip was observed. Due to the batch being unknown, no DHR review can be completed. CAPA#1630423 has been opened to address this issue h3 other text : see h.10.